Event description:
It was reported that the patient had a driveline disconnect alarm following a motor vehicle crash and airbag deployment. A review of the log file revealed a driveline disconnect event on (B)(6) 2024 at 15:03. The log file indicated a pump stop event that lasted approximately 3 seconds. During a follow-up call with technical services, the customer noted the patient's modular cable connector was loose and had to be tightened. The patient was not symptomatic during the event. The periodic log file indicated that there had been 82 emergency backup battery (ebb) use counts between (B)(6) 2023 and (B)(6) 2024. The latest ebb use count occurred between (B)(6) 2024 at 10:17:58 and (B)(6) 2024 at 10:17:53. The event log captured 1 ebb use count during this history. The data indicated that the system controller was connected to battery power. The white power cable was disconnected from battery power, then the black power cable was disconnected, creating a no external power condition. Motor function was not affected by this event. The ebb was used to support the system for approximately 21 seconds. There were a few other low power advisory events and low power hazard events recorded. These events appeared to have occurred due to the system controller running on depleted batteries. The cause of the driveline disconnect was not confirmed to be related to the motor vehicle crash. The patient was known to disconnect themselves.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
D1, brand name: corrected. D4, catalogue number: corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnection was able to be confirmed. The modular cable (lot number: 8967685) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days (17apr2024 ¿ 22apr2024 per timestamp). A singe driveline disconnect was then captured on (B)(6) 2024 at 15:03:32 followed by a pump stop that lasted approximately 3 seconds. Once the connection was restored, the pump was able to restart as intended. There were no other notable alarms active in the logfile. The device appeared to function as intended. Additional information provided on 26apr2024 stated the motor vehicle crash was not the cause of the driveline disconnect alarms and the patient has a history of disconnecting the driveline. The root cause of the driveline disconnection was unable to be conclusively determined through this investigation. The device history records were reviewed for the modular cable (lot number: 8967685) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Section 2 of the IFU, "system operations", and section 2 of the patient handbook, "how your heart pump works", warn that if the driveline disconnects from the system controller, the pump stops. These sections further instruct that if the driveline disconnects from the system controller, it should be promptly reconnected to resume pump operation. When connecting the modular cable to the inline connector, the IFU instructs the user to rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut. The patient handbook further explains that the pump cannot run without power. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.